Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering with no alarm. The insulin pump had hardware low level failures alarm. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer had to change insulin pump battery frequently than usual and had replace battery alarm. No harm requiring medical intervention was reported. The reservoir will not be and insulin pump will be returned for analysis.